Manufacturer narrative:
Investigation results: visual inspection revealed that the delivery device was outside the loader device and the plunger had not been depressed. The seal subassembly was left behind in the loader device. There was no evidence of blood contamination. Based upon these findings, the complaint that the seal failed to deploy is not confirmed; however, as a secondary observation, this seems to be a case of "failure to load properly". A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during a coronary artery bypass graft surgery, the heartstring seal did not deploy. The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.